Event description:
According to the reporter, during an open orthopedic joint surgery, during suturing the subcutaneous soft tissue, the suture broke after three minutes. The same issue occurred on the second suture. A new suture from other brand was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlocl0614, vlocl0614 v-loc* 180 3-0 grn 30cm v20 (lot#a4k1966vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened devices and one sealed representative sample were available for evaluation. A photo was also provided. Visual inspection was performed on the open samples. Light-assisted microscopic inspection of the breathable pouches revealed no breaches or damage. The retainers and foil pouches were not returned. However, the sutures were returned broken. One suture was found to have broken at the base of a barb, 11 3/8 inches from the needle attachment point, and the other broke at the base of a barb, 10 7/8 inches from the needle attachment point. Both measurements were taken using an aluminum rule. For the representative samples, light-assisted microscopic inspection of the breathable pouch similarly showed no breaches or damage. The needle was properly parked in the retainer, and the suture was properly wound with no observed damage to the retainer. Tactile and microscopic inspection of the suture found no abnormalities. The foil pouch was also inspected using ligh t-assisted microscopy, and no irregularities were noted. Functional testing could not be performed on the two opened complaint samples, as absorbable sutures may degrade or become damaged during or after use once opened. This degradation may affect tensile strength and compromise the validity of any test results. Functional testing was conducted on representative samples. The breathable pouch was opened without any tearing of the tyvek packaging, and the sutures were removed from the retainers without difficulty. The suture was fed through the loop at the end and pulled to form a small loop. The ends were then loaded onto an instron machine by looping the newly formed loop around a mounting pin attached to manual grips and clamping one end using a cord yarn grip. No suture breakage or fraying was observed during handling or loading. The instron pulled the suture at a rate of 300 mm/min until breakage or loop failure occurred. The measured breaking force met both the minimum mean and minimum individual specification requirements. Based on the results of the laced-through loop test, the representative samples tested satisfactorily. It was reported that the suture had bro ken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.